Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge and displayed a "defib pad short" message. Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.